Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of essure retained in the left side of the uterus"), uterine perforation ("essure devices had perforated the uterine serosa /perforation (other) : uterine serosa into the abdominal cavity/ embedment of essure coils in the myometrium"), device dislocation ("right essure coil had migrated") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn¿t undergo an essure confirmation test.". Concomitant products included bupropion hydrochloride (wellbatrin) from october 2013 to (B)(6) 2014, diazepam (valium) from 2013 to 2017, fluoxetine hydrochloride (prozac) from (B)(6) 2013 to (B)(6) 2014, hydrocodone bitartrate;paracetamol (lortab), ibuprofen from 2006 to 2018 and medroxyprogesterone acetate (depo-provera) from (B)(6) 2006 to (B)(6) 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2006, the patient experienced dyspareunia ("dyspareunia"). In (B)(6) 2006, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and procedural pain ("painful post-operative recovery"). On 10-(B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and complication of device removal ("part of essure retained in the left side of the uterus"). In (B)(6) 2017, the patient experienced postoperative ileus ("postoperative ileus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe / sharp pelvic pain"), abdominal pain lower ("cramping/persistent right lower quadrant pain"), device expulsion ("migration of essure device location of device: uterus /embedment of essure coils in the myometrium"), abdominal pain ("abdominal pain") and uterine pain ("uterine pain"). The patient was treated with surgery (B)(6) 2016 (bilateral salpingectomy) and (B)(6) 2017 (total hysterectomy (uterus and cervix removed))). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, complication of device removal, procedural pain, female sexual dysfunction, postoperative ileus, device expulsion and dyspareunia outcome was unknown and the pelvic pain, abdominal pain lower, abdominal pain and uterine pain was resolving. The reporter considered abdominal pain, abdominal pain lower, complication of device removal, device breakage, device dislocation, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, pelvic pain, postoperative ileus, procedural pain, uterine pain and uterine perforation to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: results: part of essure retained in left side of uterus. Ultrasound scan - on (B)(6) 2016: results: right essure coil had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-dec-2018: pfs received:event pelvic pain,abdominal pain added. Outcome of event abdominal pain,uterine pain added as recovering. Concomitant medication added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of essure retained in the left side of the uterus"), uterine perforation ("essure devices had perforated the uterine serosa /perforation (other) : uterine serosa into the abdominal cavity;"), device dislocation ("right essure coil had migrated") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn't undergo an essure confirmation test.". Concomitant products included bupropion hydrochloride (wellbutrin) from october 2013 to october 2014, diazepam (valium) from 2013 to 2017, fluoxetine hydrochloride (prozac) from october 2013 to october 2014 and medroxyprogesterone acetate (depo-provera) from march 2006 to april 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced dyspareunia ("dyspareunia"). In march 2006, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and procedural pain ("painful post-operative recovery"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and complication of device removal ("part of essure retained in the left side of the uterus"). In may 2017, the patient experienced postoperative ileus ("postoperative ileus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe / sharp pelvic pain"), abdominal pain lower ("cramping/persistent right lower quadrant pain") and device expulsion ("migration of essure device location of device: uterus /embedment of essure coils in the myometrium"). The patient was treated with surgery (B)(6) 2016 (bilateral salpingectomy) and (B)(6) 2017 (total hysterectomy (uterus and cervix removed))), surgery (B)(6) 2016 (bilateral salpingectomy) and (B)(6) 2017 (total hysterectomy (uterus and cervix removed))) and surgery (B)(6) 2016 (bilateral salpingectomy) and (B)(6) 2017 (total hysterectomy (uterus and cervix removed))). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, complication of device removal, procedural pain, female sexual dysfunction, postoperative ileus, device expulsion and dyspareunia outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, pelvic pain, postoperative ileus, procedural pain and uterine perforation to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: part of essure retained in left side of uterus ultrasound scan - on (B)(6) 2016: right essure coil had migrated quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: update of quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure devices had perforated the uterine serosa"), device dislocation ("right essure coil had migrated"), genital haemorrhage ("abnormal bleeding") and device breakage ("part of essure retained in the left side of the uterus") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe / sharp pelvic pain"), and abdominal pain lower ("cramping/persistent right lower quadrant pain") on (B)(6) 2016, 10 years 8 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of essure devices on or about (B)(6) 2016). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and complication of device removal ("part of essure retained in the left side of the uterus"). The patient was treated with surgery (total hysterectomy to remove the remaining essure coil on or about (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, device breakage, complication of device removal, pelvic pain, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation, genital haemorrhage, pelvic pain, procedural pain and uterine perforation to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: part of essure retained in left side of uterus ultrasound scan - on (B)(6) 2016: right essure coil had migrated. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-dec-2017: quality-safety evaluation of ptc. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("part of essure retained in the left side of the uterus"), uterine perforation ("essure devices had perforated the uterine serosa /perforation (other) : uterine serosa into the abdominal cavity;"), device dislocation ("right essure coil had migrated") and genital haemorrhage ("abnormal bleeding") in a 25-year-old female patient who had essure (ess205) (batch no. 508297) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "patient didn t undergo an essure confirmation test.". Concomitant products included bupropion hydrochloride (wellbatrin) from october 2013 to october 2014, diazepam (valium) from 2013 to 2017, fluoxetine hydrochloride (prozac) from october 2013 to october 2014 and medroxyprogesterone acetate (depo-provera) from march 2006 to april 2006. On (B)(6) 2006, the patient had essure (ess205) inserted. On the same day, the patient experienced dyspareunia ("dyspareunia"). In march 2006, the patient experienced female sexual dysfunction ("apareunia"). On (B)(6) 2016, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and procedural pain ("painful post-operative recovery"). On (B)(6)2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and complication of device removal ("part of essure retained in the left side of the uterus"). In may 2017, the patient experienced postoperative ileus ("postoperative ileus"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe / sharp pelvic pain"), abdominal pain lower ("cramping/persistent right lower quadrant pain") and device expulsion ("migration of essure device location of device: uterus /embedment of essure coils in the myometrium"). The patient was treated with surgery (B)(6) 2016 (bilateral salpingectomy) and (B)(6) 2017 (total hysterectomy (uterus and cervix removed) and (B)(6) 2017 (total hysterectomy (uterus and cervix removed). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, uterine perforation, device dislocation, genital haemorrhage, complication of device removal, procedural pain, female sexual dysfunction, postoperative ileus, device expulsion and dyspareunia outcome was unknown and the pelvic pain and abdominal pain lower was resolving. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation, device expulsion, dyspareunia, female sexual dysfunction, genital haemorrhage, pelvic pain, postoperative ileus, procedural pain and uterine perforation to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: part of essure retained in left side of uterus ultrasound scan - on (B)(6) 2016: right essure coil had migrated quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant drugs were added. Updated suspect drug indication. Events apareunia, postoperative ileus, migration of essure device location of device: uterus /embedment of essure coils in the myometrium, dyspareunia, patient didn't undergo an essure confirmation test added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure devices had perforated the uterine serosa"), device dislocation ("right essure coil had migrated"), genital haemorrhage ("abnormal bleeding") and device breakage ("part of essure retained in the left side of the uterus") in a female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), pelvic pain ("severe / sharp pelvic pain"), and abdominal pain lower ("cramping/persistent right lower quadrant pain") on (B)(6) 2016, 10 years 8 months after insertion of essure (ess205), the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy with removal of essure devices on or about (B)(6) 2016). On (B)(6) 2016, the patient experienced procedural pain ("painful post-operative recovery"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) with pelvic pain and complication of device removal ("part of essure retained in the left side of the uterus"). The patient was treated with surgery (total hysterectomy to remove the remaining essure coil on or about (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, device dislocation, genital haemorrhage, device breakage, complication of device removal, pelvic pain, abdominal pain lower and procedural pain outcome was unknown. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation, genital haemorrhage, pelvic pain, procedural pain and uterine perforation to be related to essure (ess205). The reporter commented: since having the surgery, plaintiff's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on (B)(6) 2017: part of essure retained in left side of uterus ultrasound scan - on (B)(6) 2016: right essure coil had migrated. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.